Event description:
It was reported that the patient had a ¿floating pump¿. It was stated that the implanting physician had a lot of trouble getting it ¿attached to her perennial¿ and had to grasp at something to attach it to. There was ¿a lot of trouble¿ anytime it needed to be aspirated or refilled. It was reported that the pump contained morphine for the 20 years prior to report.

Manufacturer narrative:
Product ID: 8709, lot# l62602, implanted: (B)(6) 1999, product type: catheter. (B)(4).